Manufacturer narrative:
Additional information received on (B)(6) 2019; our initial impression was tass. But by the next couple of days,we realized it was endophthalmitis of the left eye. The patient was treated aggressively in the eye. The infection came under control but unfortunately,by the time it was controlled, she developed endophthalmitis due to contracting vitreous. Retinal detachment surgery was done. Her vision now is hand movements. Additional information received on (B)(6) 2019; patient has been referred to a posterior segment surgeon at sankara eye hospital, bangalore. Retinal detachment surgery was performed. Original icl had been removed. Present patient vision is hand movements only. Further information was requested but has not yet been provided. Patient code addition information - patient code: 3191 - secondary surgical intervention, lens explant, retinal detachment surgery. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters, and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -13.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Loss of bcva (post-op bcva hm+), blurred vision, uveitis/iritis and tass was reported. Aqueous test report was negative for endophthalmitis. Ac wash, "intensive medical treatment" (antibiotics and steroids), and anterior chamber irrigation/evacuation of visco/fluids were performed. It was reported that with intensive steroids, there is very gradual decrease in vitreous inflammatory exudates. However, there is not much of vision improvement as of now. B scan shows resolving vitreous exudates. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted